Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the battery cap was found to be damaged with the threads stripped. The cap was unable to be tightened onto a test pump.

Event description:
On (B)(4) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was damaged and the threads were stripped. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.